Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sxxq, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was getting stimulation in the leg that she could not tolerate; it was unknown when this started. Her lead was replaced and repositioned because the old lead was in the wrong location. After the revision the patient was feeling stimulation in the appropriate target area and completely recovered. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.